Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(6), batch: 7074814/7074136. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(6), batch: 7080843/7080292.

Event description:
It was reported that patient developed an infection at the neck incision site. It was noted that patient had been on antibiotics and had a debridement. The patient underwent an explant procedure where all devices were removed and will not be return. The patient was doing well post operatively.